Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the doctor went to deploy the angio-seal device, the footplate did not deploy. When the doctor went to deploy the collagen, that step of the angio-seal, would not unclick, when the doctor went to try to un click that step again the whole angio-seal came out of the patient, the collagen plug was not exposed, only the foot plate. Manual pressure was held by the doctor immediately. They wanted to make sure that the collagen was not left in patient it took much effort for that step to deploy that collagen. There was no injury to the patient at all, the groin looked great with no issue. Before the angio-seal was deployed the doctor did an angiogram of the common femoral artery; no stenosis, and the vessel size was appropriate for the angio-seal. Ending blood pressure was 129/67. There was no patient injury, medical/surgical intervention required. The patient's condition was good. The procedure outcome was a success. Additional information was received on 29apr2021. The patient had a 6fr 11cm sheath in place, of the left femoral artery (lfa). They gained access with ultrasound and micro puncture sheath. A 6fr sheath was inserted over guide wire with no difficulty. The angio of the lfa was obtained before closure device was placed, good artery size and puncture site was established. An ultrasound was done post up to make sure none of the angio-seal was left behind. Manual pressure was obtained for thirty minutes. The patient stayed in their holding area for three hours flat with no movement, no issues with the groin. The patient was stable and went home after four hours with no issues.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube assembly and header bag. The temperature indicator on the header bag had been triggered. Visual inspection revealed that the carrier tube was mated to the hemostasis sheath. The reference indicator on the hemostasis sheath was not aligned with the reference indicator on the carrier tube assembly. The reference indicators were on opposite sides. The locking mechanism was set to rear lock position. An analysis of the tip of the hemostasis sheath showed that the anchor, collagen, and tamper tube were release from the tip. The collagen appeared to be folded completely. The black compaction marker was observed at the end of the tamper tube. The clear stop was also observed to be released from the sheath. The locking mechanism was removed from the hemostasis sheath and the carrier tube assembly was mated to the hemostasis sheath as indicated in the angio-seal vip IFU. Functional testing could not be performed based on the state of the device. IFU states: "confirm that the reference indicator on the insertion sheath is facing up. To ensure proper orientation of the angio-seal device with the sheath, the sheath cap and the device sleeve only fit together in the correct position. The reference indicator on the device cap should align with the reference indicator on the insertion sheath cap. Keeping the insertion sheath in place, carefully advance the angio-seal device in small increments until completely inserted into the insertion sheath. The sheath cap and the device sleeve will snap together when properly fitted." The complaint can be confirmed for incorrect assembly. However, the complaint cannot be confirmed for deployment difficulties. The likely root cause of this failure is not following the IFU instructions above. Review of DHR showed there were no issues noted during the manufacture of the product that could have contributed to this complaint event. There is no indication that any manufacturing issues led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.